Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The device was able to power on under ac power. The was unable to power under dc power, however this was due to a depleted battery. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Correction: section a1 of the initial medwatch report (MFR report #0003015876-2023-01776) indicates: patient identifier: none. Section a1 of the initial medwatch report (MFR report #0003015876-2023-01776) should indicate: patient identifier: blank. Section b5 of the initial medwatch report (MFR report #0003015876-2023-01776) indicates: executive summary: the customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event. Section b5 of the initial medwatch report (MFR report #0003015876-2023-01776) should indicate: executive summary: the customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse patient outcome reported. Section h6 of the initial medwatch report (MFR report #0003015876-2023-01776) indicates: health impact code grid; no patient involvement. Section h6 of the initial medwatch report (MFR report #0003015876-2023-01776) should indicate: health impact code grid: no health consequences or impact.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.